Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 55164-23, was returned and analyzed. Visual inspection showed the shaft was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks and the hemostatic valve and assembly were leak tight. In conclusion, the reported issue of air ingress could not be reproduced and the sheath passed the returned product inspection.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure when the sheath crossed the septum to the left atrium the physician aspirated the sheath and air bubbles were observed. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.